Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the registered nurse (rn) stated the home patient (hp) received a hi drain 103 alarm during drain 3. The hp also stated they did not fell overfilled during last night's therapy. The technical service representative (tsr) initiated a swap of the device. Review of therapy: therapy ccpd/ipd (continuous cycling peritoneal dialysis/ intermittent peritoneal dialysis), total volume (tv) equaled 1000ml, therapy time (tt) equaled 8.0 hrs., fill volume (fv) equaled 2000ml, last fill volume (lfv) equaled 2000ml, initial drain volume (ida) equaled 1100ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The reported issue of iipv-adult:was confirmed but not duplicated during pal evaluation. The cause: insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (70%). The device was determined to meet functional and electrical performance specification requirements per rite testing. Device meets specification for the reported issue of iipv-adult (high drain volume 103). The device was sent to service area for servicing.